Event description:
It was reported that the ilet pump¿s screen separated from the body and became nonfunctional, and the user transitioned to backup therapy with no reported impact to blood glucose. Symptoms included no clinical effects. Outcomes included no change in clinical status and no need for medical intervention or hospitalization. Investigation included customer interview and verification of device serial number and shipping information. Investigation of this case revealed a hardware failure of the display assembly consistent with screen bezel separation, with no associated alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.